Manufacturer narrative:
Additional information: (device mfg date) has been updated based on the returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving high scan results while wearing an adc freestyle libre sensor. Customer reported that on (B)(6) 2019 at 10:33am, she received a scan result of 407 mg/dl and self-treated with "fast" insulin. No comparison test was performed. Customer further reported that at 1:57pm, she obtained a scan result of 295 mg/dl and self-treated with another dose of insulin (dose unspecified), and subsequently between 2-2:30 pm while at work, she began to "feel bad". Customer's coworker called emergency services and customer was transported to a local hospital where a reading of 40 mg/dl was obtained on the hospital meter compared to a sensor scan result of 207 mg/dl. Customer was diagnosed with hypoglycemia and hypothermia and treated with a "warm blanket" and intravenous glucose (g30% and 50cc of g10%). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving high scan results while wearing an adc freestyle libre sensor. Customer reported that on (B)(6) 2019 at 10:33am, she received a scan result of 407 mg/dl and self-treated with "fast" insulin. No comparison test was performed. Customer further reported that at 1:57pm, she obtained a scan result of 295 mg/dl and self-treated with another dose of insulin (dose unspecified), and subsequently between 2-2:30 pm while at work, she began to "feel bad". Customer's coworker called emergency services and customer was transported to a local hospital where a reading of 40 mg/dl was obtained on the hospital meter compared to a sensor scan result of 207 mg/dl. Customer was diagnosed with hypoglycemia and hypothermia and treated with a "warm blanket" and intravenous glucose (g30% and 50cc of g10%). There was no report of death or permanent injury associated with this event.